Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture upon interrogation. The patient did not experience any asystole. Subsequently, a revision procedure was performed and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.